Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, due to unknown product location. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. (B)(4). Medical devices: item # 00999301745, femoral body, lot # 62411391.

Event description:
It was reported that a surgical delay of 90 minutes occurred due to lack of special instrumentation needed to remove the fractured implant. Because of presence of a wide tunnel in the greater trochanter, it was easy to remove the proximal part of the fractured stem. In the second step using thin osteotomes and small drill bits to widen femoral diaphysis, extended femoral osteotomy, opening a diaphysial window to push the stem from the button. After 90 minutes of attempts the surgeon removed the remainder of the fractured implant with no more trauma to the patient. Attempts have been made, and no further information has been provided.

Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies were found. The trephine was not available during the time of surgery since there was no inventory available. Therefore the root cause for the surgical delay is due to not having the trephine for the surgery. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.